Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 5 lead ECG cable assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the ECG cable was performed, and no abnormality was noted. The continuity test of the power cord and ECG cable was performed using the digital multimeter. All connections were not present and there was no resistance reading. The ECG cable was connected to a known good ac3 and patient simulator for functional testing. The pump started up as normal. Each lead was selected, and all the 5 leads could not be detected. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "issues inquiring ECG" is confirmed. The returned ECG cable failed the continuity and functional tests. The pump could not detect the ECG leads. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the inability to detect the ECG leads. The probable root cause of the complaint is supplier related. A non-conformance has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while on use on a patient in the cath lab, the pump encountered an issue obtaining the ECG waveform. As a result, the pump was swapped out for another pump. The customer did not answer our inquiries regarding the status of the patient. If additional information is received, the complaint file will be updated.

Event description:
It was reported that while on use on a patient in the cath lab, the pump encountered an issue obtaining the ECG waveform. As a result, the pump was swapped out for another pump. The customer did not answer our inquiries regarding the status of the patient. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.